Event description:
The event is reported as: pt experienced severe air trapping while on the device and became agitated. Device was removed and agitation was eliminated. No available info on pt's condition.

Manufacturer narrative:
No sample is available for investigation. Investigation is incomplete at time of this report. A f/u report will be sent when completed.